Event description:
Customer reported that while intubating a patient he noticed a hole in the inflation balloon of the reusable silicone et tube. A tube changer was then used to switch out the silicone et tube for a pvc tube. According to the customer, there was no report of patient injury or problem. The device has been returned for investigation. A follow-up report will be filed with results of examination.